Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not able to charge past 75%. The patient reported before the recharger was replaced, the ins died. After the ins was recharged, it had not been able to be charged past 75% even with a fully charged recharger. The patient clarified that normal mode recharge was used, and that charging past 75% was not possible even while charging the recharger. The patient reported charging for 12 hours, but it only got to 75%. The patient contacted his healthcare provider who was trying to find a manufacturing representative (rep), but there were no reps in the area. The patient reported the ins currently lasted for two weeks. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they had a spinal cord stimulator (scs) implanted four years ago and have had some issues with their implant. The patient stated that they were very unhappy, as they had a device inside of them and no one to check it or adjust the program. No further complications were reported or anticipated.